Manufacturer narrative:
(B)(4).

Event description:
During the philips repair bench eval for a general system test failure, which is addressed in (B)(4), a bent battery pce pin was observed. There was no pt involvement.